Event description:
It was reported that the patient presented with degenerative disc disease c5-7, disc herniation c5-6, and osteophytes c3-4, kyphosis c3-7, myelopathy, cord syndrome, quadriplegia paresis, spasticity, c4-5 spondylosis, and stenosis c3-7. The patient underwent posterior laminotomy/foraminotomy c5-6, laminectomy c3-7, and posterior lateral mass fusion c3-7 using allograft, local autograft, local antibiotics, and x-ray verification of levels. The patient was discharged home. The patient's 30-day ndi was 56. The patient's 30-day nrs was 5. Post-discharge the patient had a stroke and neurologic deficit. The patient was readmitted to acute care, and had non-operative intervention and placement of a percutaneous drain.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient's open posterior cervical surgery was done by using cerv fusion technique. Cervical instrumentation viz., lateral mass screw/rod was used in the surgery at c3-c7. The patient presented for post-discharge follow ups (for at least 30 days).